Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 445 mg/dl and current was 200 mg/dl. The customer was just finished taking her meal and did the bolus correction but blood glucose did not go down, continue to go up. The insulin pump will not be returned for analysis.